Manufacturer narrative:
Batch review performed on 23 august 2021: lot 1904517: (B)(4) items manufactured and released on 17-oct-2019. Expiration date: 2024-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain and x-rays indicated radiolucency's around the stem. The stem was loose. 1 year and 7 months after the primary surgery, the surgeon revised the stem, head, and liner. The surgery was completed successfully.